Event description:
During posterior spinal fusion surgery, tap and tip of gear shifter broke off in patient's spine during instrumentation. Attempts to remove the broken tap and tip of gear shifter were unsuccessful. Surgery was completed with pieces remaining implanted in patient, leaving implanted pieces posed no danger to patient, and did not alter outcome of surgery.